Event description:
There was a problem with leaking urine bags. It seems that the device at the end of the bag is very easily unclamped, or appears to be closed, but isn't completely in place. This is causing frequent urine leaks onto the floors.